Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes on (B)(6) 2016: 115 mg/dl, 116 mg/dl and 225 mg/dl. Customer also reported the following results on the same nano meter, compared to a lab result, within 10 minutes on (B)(6) 2016: 159 mg/dl (meter) and 87 mg/dl (lab). No adverse event reported. Return of the suspect device was requested for evaluation.